Manufacturer narrative:
(B)(4).the device history record review for the product auto endo5 ml, lot number 73d1500388 investigations did not show issues related to the complaint. The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events

Event description:
Alleged event: the device did not ratchet and the clip did not open. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). One (1) applier of catalog number 543965 auto endo5 ml was received used, opened without original package, lot # 73d1500388 was confirmed with sample received. During visual inspection it was observed that the knob component is slightly-disassembled (out of place), no stuck clip in jaws.functional inspection: applier was fired (activated) and one clip was released & loaded in jaws, however, during activation clip did not opened properly; clip is not subject to the jaws. This condition was presented on 9 occasions, no audible ratchet sound during the activation. Failure mode didn"t ratchet & clip did reported by customer was duplicated with sample received.during the manufacture of the device, the tecate facility performs a 100% functional testing as part of final inspection and release. DHR documentation shows that this process was followed, so the device was functional at that time. Although the complaint defect was confirmed, a definitive root cause was not able to be determined. In addition an analysis of the complaint rate was conducted which shows a decrease in the complaint rate for these devices.

Event description:
Alleged event: the device did not ratchet and the clip did not open. The patient's condition was reported as fine.